Event description:
A urologist was performing a transurethral resection of the prostrate. As he was resecting the ceramic tip broke off the 24 fr resectosope sheath inside of the pt. It took him approx 30 mins to retrieve the broken piece out of the pt. Reporter questioned him if he was comfortable in saying he had all of the pieces removed from the pt. He replied yes. This incident was reported to manufacturer and the insturment was sent in for evaluation.